Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device is not available for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported the patient presented with a complaint of minor pain. X-ray conrimed one (1) of the 2.3mm distal screws had broken post-operatively. The model number of the broken screw is unknown. Per additional information received, there is no plan for removal of the broken screw nor for a revision. The surgeon is content with the stability of the patient's fracture, and the surgeon will continue to monitor the patient.